Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the surgeon monitor went black. Trouble shooting including attaching another monitor. There was lees than an hour in delays. No impact on patient outcome.

Manufacturer narrative:
A manufacture representative went to the site to test the navigation system and confirmed the surgeon monitor was not working correctly. The monitor was replaced and the issue resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the surgeon monitor went black. Trouble shooting including attaching another monitor. There was lees than an hour in delays. No impact on patient outcome.

Manufacturer narrative:
Patient weight was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the surgeon monitor went black. Trouble shooting including attaching another monitor. There was lees than an hour in delays. No impact on patient outcome.